Manufacturer narrative:
Subject device is not available.

Event description:
During a coil embolization procedure, the two coils could not be detached; therefore, the physician removed them. It was reported that after the procedure, image revealed that some thrombus formation may have migrated distal from the treated site. There were no patient symptoms and no treatment was administered. There were no reported clinical consequences to the patient due to this event.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the coil was returned partially protruding from microcatheter used during procedure. The microcatheter¿s hub appeared to have been cut from the shaft as noted in the event; the hub was not returned. The delivery wire was not returned. Microscope exam revealed that the proximal end of the coil was stretched and the suture was stretched and broken. The coil was removed from the microcatheter shaft and resistance was encountered. The coil was observed to be broken at a point distal to the main junction. A coil in catheter test could not be performed due to the condition in which the coil was returned. Additional information indicated that the device was confirmed to be in good condition prior to use, the coil remained attached to the delivery wire during removal and the physician cut the microcatheter to remove the coil because he could not remove it by pulling on the proximal end. Based on analysis and information available it is probable that the damages found on the returned coil are related to handling during use limiting its performance. Vessel thrombosis is a known risk associated with endovascular procedures and is noted as such in the directions for use (dfu). Therefore a root cause of anticipated procedural complication has been assigned to this event.

Event description:
During a coil embolization procedure, the two coils could not be detached; therefore, the physician removed them. It was reported that after the procedure, image revealed that some thrombus formation may have migrated distal from the treated site. There were no patient symptoms and no treatment was administered. There were no reported clinical consequences to the patient due to this event.